Event description:
A report was received that the inner swivel separated from the outer elbow of the closed suction system. The patient was not ventilated, only breathing assisted, so an alarm did not go off. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant to federal regulations.